Event description:
It was reported that patient notification alert was delivered indicating that charge time limit was reached. Manual capacitor maintenance was performed with normal charge time, and the cap auto reform frequency was increased. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.